Event description:
It was reported to philips that the monitors on the azurion device were not working. No patient harm was reported. To date, no further information was received. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received. Philips has started an investigation for this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the all three monitors in the control room are not working. Upon functional test fse found that identified a faulty fiber optic. The fse replaced the faulty fiber optic. After the replacement the fiber optic, the system was returned to use in good working order. The codes were updated based on the investigation outcome.